Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind and displacement test; however, unable to prime unit during the prime/delivery test and motor error alarm during basic occlusion test due to faulty forced sensor resistor. Unit received with cracked case at display window corners and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was returned for unknown reasons. Failure analysis was completed on insulin pump.